Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had constantly failing, preventing user from removing the required medications. The customer stated that there was a delay since the medications were retrieved from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer performed troubleshot and found auxiliary drawer 4.1 row c was showing a pocket at position 0. Reseated row board cable ends, cleared debris, replaced row board and updated firmware and resumed testing but problem persists. The technical support specialist resolved the issue through structured query language (sql) database cleanup and a correction applied by software support. The system functioned as intended after the technical support specialist and field service engineer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had constantly failing, preventing user from removing the required medications. The customer stated that there was a delay since the medications were retrieved from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.